Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer reported blood glucose values such as 552 mg/dl, 492 mg/dl, 426 mg/dl, 294 mg/dl, 354 mg/dl, 210 mg/dl, 427 mg/dl, 457 mg/dl, 189 mg/dl, 86 mg/dl, 427 mg/dl, 324 mg/dl, 264 mg/dl, 354 mg/dl, 137 mg/dl, 90 mg/dl. The customer was reported that the insulin pump was suspended and the settings was set to 70 mg/dl at that time. The customer was assisted for troubleshooting with high blood glucose level and on auto mode. The customer was reported that there was erratic and rise and fall extremely quickly. The customer was advised that to reach out health care practitioner for additional assistance regarding settings changes. The insulin pump will not be returned for analysis.